Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was patient said they had bladder cancer and stopped chemo a couple months ago and nothing has worked right. The patient said the device was not working right and they were not getting a 50% reduction in symptoms. The patient had tried multiple programs and when they increased stim it was painful in their butt. The patient was also having bowel issues. Reviewed option to keep trying different programs. The patient was redirected to their healthcare provider to further address the issue. The patient said the device was implanted for overactive bladder. The patient was currently out of state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the issue was caused by normal ins battery depletion and the cause of the issue was unknown. In a second patient letter received, they clarified that by "the device was not working" they were describing issues with symptom control. They also wrote "unknown - failure after chemo". The cause of the device not working was not determined. The patient noted the steps that were/will be taken were "change programs" and they noted the issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.